Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the pump was primed and it was exercised for 24h, no alarms occurred during the course of test. Pump passed a 29h flow accuracy test. Force sensor calibration reading is below specification. Force sensor resistance is within the requirement at 7.2k ohms force sensor was disassembled, contamination was found to the force sensor plate. The pump was opened and inspected, moisture corrosion was observed on the pcb. Unrelated to this complaint, pump powers ¿on¿ and displays ¿verify¿ screen, the displays is dim and faded, a test display screen was mounted during investigation, pump was able to power up with a fully illuminated display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 a nurse contacted animas requesting assistance with determining pump settings and with setting temporary basal rates, and noted that the patient is currently in her care with symptoms of hypoglycemia. The reporter stated that the patient has experienced symptoms for the past two weeks, but did not provide any blood glucose values. The reporter stated that the patient was experiencing symptoms of dehydration and nausea. The reporter stated that the cause of the condition has not yet been determined. The reporter stated that the patient was being treated with normal saline. The patient reportedly resumed insulin pump therapy with a temp basal rate decrease of -10% for eight hours. Customer technical support reviewed the pump with the reporter and found all settings and histories are correct. This complaint is being reported because the patient allegedly experienced hypoglycemia of unknown cause requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).